Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The 1.5x4mm x-drive tf sd screw ea (part# 91-6704, lot# unk) was returned for evaluation in a red biohazard bag. The screw was removed from the biohazard bag and visually evaluated. The screw was clearly fractured at the start of the threads. The DHR for this screw could not be reviewed due to the lot number being unknown. There are no indications of manufacturing defects. For this part (91-6704) and the previous one year (from the notification date) regarding the fracturing of this screw, there is a complaint rate of 0.002% which is no greater than the occurrence listed in the application fmea. The most likely underlying cause is that excessive force was applied during insertion beyond what the screw was designed to encounter. Potential contributing factors could be the density of the patient's bone and the insertion angle of the screw. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign; therefore a facility medwatch report will not be available. Report source - (B)(6).

Event description:
It was reported that one (1) screw fractured while the patient underwent a craniotomy procedure. The fractured screw was removed from the patient's bone and an alternative screw was utilized which resulted in a delay of ten (10) minutes. No known adverse event was reported. No additional patient consequences were reported.